Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 400 mg/dl. Reportedly, as the customer was changing out the infusion set supplies to address the issue, the call was disconnected. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.